Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell 1 on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, the home patient (hp) discovered an open clamp on an unused supply line. The technical service representative reviewed proper procedure with the hp. The patient planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This complaint is for a report of a use error during dwell where there was an open clamp on an unused supply line, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly loading the disposable set. The patient guide instructs the user to close all clamps on the disposable set prior to when the homechoice displays load the set. The patient guide provides instructions that drain line clamps are opened after attaching the drain option and clamps for lines connected to solution bags are opened right before priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.